Event description:
I was hospitalized from (B)(6) 2026 to (b)(b) 2026 for diabetic ketoacidosis. I had been wearing and using two different omnipod 5 devices up until the event (both from the same box), but despite my phone telling me I had insulin on board and hearing the clicking when I tried to give insulin, my blood sugar ran high all week until it eventually was well over 400 for a day and a half and I was hospitalized. Before any recall, we (myself and the nurses/doctors at the ER) had believed the omnipod was not working properly after ruling out any sickness or other cause of the high blood sugars. Patient code: 1905, 2364. Device code: 2588. Reference report mw5185681.